Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 372 mg/dl at the time of the incident. The customer used insulin pens to treat. The customer experienced symptoms such as feeling sick and nausea. The customer was wearing the insulin pump during the incident. The customer was getting no delivery alarms and motor error alarms. The pump drive support cap appeared flush. Troubleshooting was completed and the pump passed the high pressure test on the second attempt. The customer had a high of 500 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.